Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded to the wall of the inferior vena cava (ivc) and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded to the wall of the inferior vena cava (ivc) and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the implant records indicate that the patient had deep vein thrombosis and a pelvic fracture following a fall from a tree. The filter was deployed in the infrarenal vena cava under fluoroscopy. The patient tolerated the inferior vena cava filter placement well. According to the information received in the patient profile from (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. Approximately 4 months post implantation the patient presented to the hospital for retrieval of his ivc filter, which resulted in stenting of the ivc wall and substantial pain. The filter could not be removed due to thrombus in and around the filter and filter embedment into the caval wall. The patient underwent thrombolysis and stent placement the next month revealing residual stenosis within the inferior vena cava filter. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The indication for the implantation of the filter was reported as pelvic fracture with deep vein thrombosis (dvt) following a fall from a tree. Additional information received indicates that the filter had been deployed in the infrarenal cava under fluoroscopy and that the implantation had gone well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded to the wall of the inferior vena cava (ivc) and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received indicates that the patient developed blood clots, clotting, and/or occlusion of the ivc. Approximately four months post implantation, the patient presented to the hospital for retrieval of the ivc filter. This resulted in stenting of the ivc wall and substantial pain. The filter could not be removed due to thrombus in and around the filter and filter embedment into the caval wall. The patient subsequently underwent thrombolysis and stent placement revealing residual stenosis within the ivc filter. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately four months after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and thrombosis/occlusion within ivc and device do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter stenosis could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded to the wall of the inferior vena cava (ivc) and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Patient and patient¿s wife were and are, at all times relevant to this action, legally married as husband and wife. The patient¿s wife brings this action for, inter alia, the loss of consortium, comfort, and society she suffered due to the personal injuries suffered by her husband.